Event description:
Had essure medical device implanted and have had several issue since it was implanted. I have had to have complete endometrial ablation due to bleeding clotting and cramping. I have issue with maintaining my weight and gaining weight. I have issue with irregular periods and severe lower abdominal pain and cramping. Pain and bleeding with intercourse and stabbing pains for no expected reason at all. I have had issue with anxiety and panic attacks since I have had it implanted, and I am currently seeking add'l medical help for a complete hysterectomy to remove the device safely asap.